Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to excessive forces shortening the suture strands.

Event description:
On 6/28/2023, it was reported by a sales representative via email that the fibertag tightrope rt from an ar-1288qis-90 quadlink implant system snapped at the shortening strand of the mechanism during tensioning. This was discovered during a quad aclr procedure. The case was completed by removing the graft, prepping the tibial side, and using an ar-4030c-10 fastthread biocomposite interference screw to reimplant the graft instead of the fibertag tightrope rt.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.